Manufacturer narrative:
Date of event: estimated since unknown.

Event description:
It was reported thrombosis occurred. A left atrial appendage closure procedure was performed successfully and a 24mm watchman flx laa closure device was implanted. The patient contacted the hospital 21 days post procedure on (B)(6) 2021 due to bleeding on aspirin (asa)/plavix. No action was taken. On a follow up visit on (B)(6) 2021, the patient informed the phyician she was only taking plavix. Transesophageal echocardiogram (tee) on (B)(6) 2022 was clear and plavix was stopped, 81mg aspirin was continued. The patient has been seen a few times since then with no complaints/issues. At the most recent tee, it was revealed that there was a thrombus on the watchman flx device. Eliquis was started and aspirin was continued. The patient is scheduled for another tee in november..